Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer alleges a leak in the device while in use. No report of a pt injury or intervention.